Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the blue isolation from hook of the device, a little bit has come loose. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the blue insulation on the hook was intact, no voids were noted. No pieces appeared to be missing. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.